Manufacturer narrative:
Correction to d4 on the initial MDR, the serial number should have been (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h6. Corrected data: g2. The device history record was unable to be reviewed for this device since the reported serial (lot) did not exist. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the maintenance unit had a cracked power button. The issue occurred during preparation for use. There were no reports of patient harm. The technical assistance team addressed the issue by suggesting a service or repair.